Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, sensor has disconnected 5 times in the last 12 hours had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Data analysis revealed multiple instances of temporary sensor failure on the event date, (B)(6)2018. The complaint was confirmed through data analysis. The probable cause could not be determined.